Event description:
It was reported that the customer was hospitalized due to high blood glucose of 320 mg/dl. It was stated that the customer was fatigued. Troubleshooting was not performed at the time. The father called to request assistance on reading the alarm history. Reviewed the alarm history and found multiple no delivery alarms and motor error alarms. Advised the caller that a replacement of the insulin pump will be sent. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.